Manufacturer narrative:
Additonal information: b5- "the reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -10.0/+2.0/74 (sphere/cylinder/axis) into the patients right eye (od) on 14/march/2022. The patient experienced a low vault. The lens remains implanted. The problem was resolved. Reportedly "the case is perfectly fine, patient is doing well so far, and there is no plan to change or replace the lens now". The cause of the event is other." Claim# (B)(4).

Manufacturer narrative:
Patient information:unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mmvticm5 13.2 implantable collamer lens of -10.00/2.0/74 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. Cause of the event was reported as other.